Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 6/15/2010, 6/17/10, 7/6/10, and 7/7/10 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
Adverse event(s): "capsular bag tear" (capsular bag tear, posterior). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A user facility reported that during intraocular lens (iol) implant surgery, a lens was implanted and removed during the same procedure due to a tear in the posterior capsule. A vitrectomy was performed, and a different model lens was implanted. The surgeon does not blame the lens for the event. It is unk whether or not the lens contributed to the tear. Add'l info has been requested.